Manufacturer narrative:
Handpiece didn't get hot. Handpiece failed specs due to bur bearing destroyed on turbine. Black grease spilling out during testing onto manifold. Also clogged chip air port on manifold.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.